Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. In the same month as onset, the patient was hospitalized for the event. Treatment for the event was not reported. Twenty days prior to the receipt of this report, the patient was discharged from the hospital. On an unreported date, the patient recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.